Event description:
Leica biosystems received a complaint regarding suboptimal processing of tissue in approximately 185 cassettes from a processing run in retort b. The following information was recorded by the north american technical assistance center by the complaint when notifying leica biosystems of the complaint: "customer states bottle #5 has "wrong reagent in it". (Fss) contacted the complaint to obtain further information and to provide application support. The complainant advised the fss that the reagent in bottle 5 had been replaced with a mixture of alcohol and fixative in error; and provided the ethanol concentration in bottles 3-10 inclusive both measure using a hydrometer and calculated by the instrument software. The measured ethanol concentration was 50% and the corresponding calculated concentration was 100%. On 06 october 2014, leica biosystems received information that all tissue samples exhibiting suboptimal tissue processing were diagnosable.

Manufacturer narrative:
Bottle 5 (ethanol 100%) was removed from the instrument fro approximately three (3) minutes at 14:14 pm on (B)(6) 2014, and the properties of the corresponding reagent station were reset. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions (100% in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. However, the ethanol concentration measured by the laboratory subsequent to this action was 50%, which indicates that an error occurred during the replacement of reagent in bottle 5 (ethanol 100%). Bottle 5 (ethanol 100%) was then used for the final dehydration step of the protocol from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in subsequent processing steps ultimately resulting in sub-optimal processing. The root cause for the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the protocol from which sub-optimal tissue processing was reported. Specifically per the information provided by the complainant, a user had replaced the reagent in bottle 5 (ethanol 100%) with a mixture of alcohol and fixative in error.